Event description:
Learned of event upon in-service request at hosp. Pt underwent surgery for partial tumor removal on 4/26/1999, and again on 5/3/1999 for removal of remaining portion. A xomed emg tube was used for both cases. The surgery prognosis was unk, but pt was stable when transferred to ICU. When moved, the attending anesthesia provider did not extubate the emg tube. Instead, the monitoring leads were removed from the emg tube and pt was sent to ICU with tube in place. In ICU, the pt experienced multiple seizures. Received injections for relaxation during a period of 12 hours. While the pt was in a non-responsieve state. The ICU nursing personnel had difficulty clearing the emg tube. Pt expired in the ICU around midnight on may 4th. The xomed tube was discarded.